Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete emerge mr balloon catheter. The device was visually and microscopically examined. The total returned portion of the device was 62.6cm of which a portion of the hypotube, the strain relief and hub of the device failed to return. The hypotube was separated at the most proximal end of the returned portion. There were numerous kinks to the hypotube of the device. There was blood within the guidewire lumen and the balloon folds. The balloon was tightly folded. Product analysis confirmed the reported separation as there was a hypotube separation to the device. Product analysis could not confirm the reported difficulty to advance, as the clinical circumstances could not be replicated; however, there were numerous kinks to the hypotube of the device.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the tortuous and heavily calcified middle of left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, resistance was noticed during delivery of the device, and the shaft of the balloon fractured. The device was removed with the catheter as one unit. The procedure was completed with no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the tortuous and heavily calcified middle of left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, resistance was noticed during delivery of the device, and the shaft of the balloon fractured. The device was removed with the catheter as one unit. The procedure was completed with no patient complications nor injuries reported.